Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
Revision surgery - due to instability and dislocation.

Manufacturer narrative:
Complaint has been evaluated and is similar to: 1644408-2022-01328; 508-00-032, s803 - dislocation, s805 - wear/excessive wear, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.